Event description:
Related manufacturer reference number: 2017865-2025-15707. It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular lead (rv) lead had failed to be connected securely to the pacemaker header due to an unspecified fitting issue. The pacemaker exhibited no low voltage output resulting in loss of capture in the rv. The physician elected to replace with a single chamber pacemaker and abandoned the rv lead implant. The patient had no adverse consequences.